Event description:
Per the audiologist report, the pt presented at the clinic several times beginning in october 2006 for swelling and redness in the cochlear implant site. Antibiotics treatment resulted in the problem in subsiding. In 2007, the pt fell from his bike which resulted in swelling over the implant site and magnet dislocation. The site was drained and minor surgery done in the following month, placed the magnet back in place. In approx one month later, the pt was treated for swelling and redness in the site with a steroid resulting in the problem subsiding. The pt discontinued the use of his sound processor in the following month. In the next month, the pt started using his sound processor on a limited basis but redness was observed in the implant site. Explantation surgery is planned but had not been scheduled at the time of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.